Event description:
The customer reported that the left monitor failed and would not display an active image. Also there was a black image. This happened during a case. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the image professor and verified the image quality. The system operates as intended.